Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The occlusion was caused by a blockage in the cartridge, which the customer resolved by changing supplies and resuming insulin therapy.